Event description:
Ethicon 45mm laparoscopic stapler misfire-2 separate attempts made with 2 different staplers from same lot number with same results. Changed to a different lot number and desired functioning achieved. Reference report# mw5157914.